Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant high inratio values. Patient's therapeutic range = 2.0 - 3.0. (B)(6) 2015 inratio = 4.5. (B)(6) 2015 inratio = 3.9. (B)(6) 2015 inratio = 5.3 (test performed at approximately 10pm). (B)(6) 2015 lab inr = 3.0 (test performed at approximately 10am). (B)(6) 2015 physician's poc meter = 2.2; inratio = 2.3; tests performed within minutes of each other. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. Additionally, the testing history for lot 365429a was reviewed. No product deficiency was found for lot 365429a. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Patient's technique issues and current health status cannot be ruled out as a root cause for the inaccurate results experienced. Unable to determine the root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.